Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The battery monitoring voltage was found to be decreasing at a more rapid than expected rate. The ICD system software was upgraded and the physician has elected to monitor on a regular basis until battery status elective replacement indicator (eri) is reached.